Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the up arrow button had become intermittently responsive. The patient reportedly wore the pump in a pocket with a protective case and did not clean the pump. The patient claimed that the pump was not damaged and had not be exposed to moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive and required increased force to elicit a response. All other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.